Event description:
It was reported that the patient felt a warm and hot feeling and their implantable neurostimulator (ins) pocket site. Specifically, it was noted that the site was heating up and ¿burning¿ under their skin and the warm sensation had always been an issue since implant of the ins, but had progressively gotten worse. The patient felt the warmth both with the stimulation on and off and they did turn it off to deal with the issue (so it was felt that the heating at the pocket site may be less when the stimulation off). It was also noted that when the patient recharged the warmth sensation did not get any worse but that the pocket felt hot then too. In addition, it was reported that the patient had no external symptoms (such as redness) at the time of report and with palpation around the pocket the patient had no complaints. The patient was not a heavy person and it was noted that the ins was not really shallow nor was it protruding. There was no tenderness reported at the pocket site. At the time of report, the skin over the pocket site felt the same as the rest of the skin areas though the patient had the ins off at the time of the evaluation. Reprogramming was tried a year or so ago, but the burning still existed. The patient was getting stimulation which helped them, but could not sleep with the stimulation on at night as it was uncomfortable. Group impedance measurements showed values of 658 ohms with electrode z normal with pairs around 1000 ohms. The settings the patient was using was 3 cathode, 2 anode, 3.4 volts, 320 microseconds, and 60 hz. It was also reported that the electrode pairs with #0-2 and 0-3 showed impedance values of 1773 ohms. Follow up information reported that the patient was reprogramming was performed, which, but did not change the burning sensation but they still used the ins and received effective therapy. The patient was initially scheduled for replacement of their ins on (B)(6) 2015, but had to be rescheduled due to ¿or issues¿ with no new date provided at the time of this report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).